Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 220 mg/dl. The customer states noticed cracks on the pump. The customer states the crack was from the upper right corner of the screen and then around top towards the back and bottom of the pump was loose. Troubleshooting was performed for damage and noticed the bottom of the pump was loose and the pump has been dropped several times. Advised to discontinue use of the pump and revert to a back-up plan. Advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with cracked case at display window corners, cracked battery tube threads and cracked display window. Insulin pump had cracked or detached end cap and customer glued it back.